Manufacturer narrative:
Product development investigation was completed. The investigation summary indicates that: it was reported that va med dist tib screws had backed out of the plate. Surgeon removed 1 screw and broken head of one screw. This complaint involves 2 devices. The following devices were returned to cq: part # 02.211.044s, lot # l426039, (va lockscr ø2.7 head 2.4 self-tap l44 ss), mfg date: 29 may 2017. Unk screw head (part/ lot number # / mfg. Date unknown); per the ir ¿based on the stardrive recess and the purple coating it can be concluded that this screw does also belong to the va locking screw family¿; therefore, will be treated as a va locking screw. The complaint condition of back out/ pull out for the intact screw could not be confirmed. The complaint condition of broken post operatively for the screw head is confirmed. A visual inspection under 5x magnification, device history record (DHR) review, complaint history review, drawing review, and risk assessment review were performed as part of this investigation. No product design issues or discrepancies were observed. The returned parts were determined to be suitable for their intended use when employed and maintained as recommended and the risk assessment, where applicable, was found to adequately address the complaint condition. No new defects or malfunctions were observed on any of the returned implants. Whether this complaint can be replicated at customer quality (cq) is not applicable for this complaint conditions as x-rays/pictures were not provided showing the pull out of the screw (for the intact screw) and the screw head device broke post manufacturing. UDI: unknown, UDI unavailable. Remove verbiage from previous mw, replace with: the part number of the broken screw cannot be defined as only the head was send back for evaluation. However, based on the stardrive recess and the purple coating it can be concluded that this screw does also belong to the va locking screw family, either provided part number: 02.211.042s or 02.211.040s. DHR is for the following: part # 02.211.042s, lot # l430402. Please note, this DHR review is for sterilization procedure only: manufacturing location: (B)(4). Supplier: (B)(4). Release to warehouse date: 26. May.2017, expiry date: 01.may.2027. No ncrs were generated during production. Review of the device history record(s) showed that there. Were no issues during the manufacture of the product that would contribute to this complaint condition. Non-sterile 02.211.042, h355969 was manufactured in us, (B)(4). Non-sterile 02.211.040, h345342 was manufactured in us, (B)(4), 202.230s 9921636. Please note, this DHR review is for sterilization procedure only: manufacturing location: (B)(4), supplier: (B)(4), release to warehouse date: 27.apr.2016, expiry date: 01.apr.2026. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
On dec. 17 part number of the broken screw cannot be defined as only the head was send back for evaluation. However, based on the stardrive recess and the purple coating it can be concluded that this screw does also belong to the va locking screw family, either provided part number 02.211.042s or 02.211.040s. The screw has one of the following part/lot number: 204.824s l066935, 204.824s l025618 x2, 204.826s l444133, 204.830s l308028, 02.211.042s l430402, 02.211.044s l426039, 02.211.040s l430358, 202.230s 9921636, 202.234s l321847, 202.238s l452271. Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. UDI: (B)(4); l426039. Device history records review was conducted. The report indicates that the: 02.211.044s; l426039. Please note, this DHR review is for sterilization procedure only: manufacturing location: (B)(4), supplier: (B)(4), release to warehouse date: 29.may.2017 expiry date: 01.may.2027. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
On 06.dec.17: during initial evaluation was identified that the backed out screw is 02.211.044s l426039.

Manufacturer narrative:
510k: this report is for two (2) unknown screws/unknown lot. Part and lot numbers are unknown; UDI number is unknown. The screws have one of the following part/lot combinations. It cannot be determined which part/lot combination applies to the two backed out screws: 02.211.042s/l430402; 02.211.044s/l426039; 02.211.040s/l430358; 202.230s/9921636; 202.234s/l321847; 202.238s/l452271;204.824s/l066935; 204.824s/l025618 x2; 204.826s/l444133; 204.830s/l308028. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. (B)(6). The investigation could not be completed; no conclusion could be drawn, as no product was received. DHR review completed for all possible part/lot combinations: manufacturing location: (B)(4) 204.824s l066935 release to warehouse date: 20.jul.2016 expiry date: 01.jul.2026 204.824s l025618 . Release to warehouse date: 20.jun.2016 expiry date: 01.jun.2026 204.826s l444133 . Release to warehouse date: 14.jun.2017 expiry date: 01.jun.2027 204.830s l308028 . Release to warehouse date: 17.feb.2017 expiry date: 01.feb.2027 manufacturing location: (B)(4) supplier: (B)(4). 02.211.042s l430402 release to warehouse date: 26.may.2017 expiry date: 01.may.2027 2 / 4 non-sterile 02.211.042 / h355969 was manufactured in us, (B)(4). 02.211.044s l426039 release to warehouse date: 29.may.2017 expiry date: 01.may.2027 non-sterile 02.211.044 / h285106 was manufactured in us, (B)(4). 02.211.040s l430358 release to warehouse date: 26.may.2017 expiry date: 01.may.2027 non-sterile 02.211.040 / h345342 was manufactured in us, (B)(4). 202.230s 9921636 release to warehouse date: 27.apr.2016 expiry date: 01.apr.2026 non-sterile 202.230 / 9882974 was manufactured in (B)(4) release to warehouse date: 29.mar.2016 202.234s l321847 release to warehouse date: 02.mar.2017 expiry date: 01.feb.2027 non-sterile 202.234 / l287490 was manufactured in (B)(4) release to warehouse date: 26.jan.2017 202.238s l452271 release to warehouse date: 16.jun.2017 expiry date: 01.jun.2027 non-sterile 202.238 / l373139 was manufactured in (B)(4) release to warehouse date: 14.apr.2017 review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in the (B)(6) as follows: it was reported patient was implanted with a variable angle locking compression plate (va-lcp) medial distal tibial plate, four (4) cortex screws, three (3) va locking screws, and four (4) locking screws on (B)(6) 2017. On unknown date it was determined that two (2) of the screws had backed out. Patient was returned to surgery on (B)(6) 2017 where surgeon removed one (1) screw. Another screw was noted to be broken and the head of the broken screw was also removed. It was also noted patient had an infection. It is not known if this is due to the implants or from some other cause. Patient will be returned to surgery in two to three weeks for removal of the remainder of the implants. Concomitant devices reported: 2.7/3.5mm va lcp medial distal tibia plate 4 holes left (02.118.003s, lot 9772482, quantity 1), 3.5mm cortex screw self-tapping 24mm (204.824s, lot l066935, quantity 1), 3.5mm cortex screw self-tapping 24mm (204.824s, lot l025618, quantity 2), 3.5mm cortex screw self-tapping 26mm (204.826s, lot l444133, quantity 1), 3.5mm cortex screw self-tapping 30mm (204.830s, lot l308028, quantity 1), 2.7mm va locking screw self tapping with t8 stardrive recess 42mm (02.211.042s, lot l430402, quantity 1), 2.7mm va locking screw self tapping with t8 stardrive recess 44mm (02.211.044s, lot l426039, quantity 1), 2.7mm va locking screw self tapping with t8 stardrive recess 40mm (02.211.040s, lot l430358, quantity 1), 2.7mm locking screw self tapping with t8 stardrive recess 30mm (202.230s, lot 9921636, quantity 1), 2.7mm locking screw self tapping with t8 stardrive recess 34mm (202.234s, lot l321847, quantity 2), 2.7mm locking screw self tapping with t8 stardrive recess 38mm (202.238s, lot l452271, quantity 1) this report is for one (1) unknown screw.. This is report 2 of 2 for (B)(4).